Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise, oversensing and pacing inhibition on the left ventricular channel. Due to this, undersensing leading to over-pacing was observed on the right ventricular channel. Analysis was performed and it was determined that this was an oversensing of the p signals related to the left ventricular lead being close to the atrium. Reprograming and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.